Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing a tingling sensation in her legs while the scs system was turned off. In addition, the patient had been feeling a sharp pain at the ipg site, which persisted with the system turned off. Multiple attempts to contact the patient and set up an appointment regarding the issue were unsuccessful.